Manufacturer narrative:
The field service engineer determined the sample probe was contaminated with gel. The probe was replaced. The cell rinse was checked; the cell rinse and detergent levels were adjusted. An instrument check was performed and was successful. Precision studies were performed and were within specifications. The customer ran successful calibration and controls. Glucose calibration data from after the event was provided and the calibration data was ok, with no alarms. Quality controls for glucose were ok, showing no indication of a reagent performance issue. Upon review of the alarm trace, abnormal aspiration errors were observed on (B)(6) 2022. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for a first patient's sample tested with gluc3 glucose hk gen.3 and a second patient's sample tested with tp2 total protein gen.2 on a cobas pro c 503 analytical unit. The initial sample values were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat values were deemed correct. The first sample initially resulted in a total protein value of 0.71 g/dl on (B)(6) 2022 and repeated as 7.30 g/dl on (B)(6) 2022. The second sample initially resulted in a glucose value of 6.96 mg/dl on (B)(6) 2022 and repeated as 70.2 mg/dl on (B)(6) 2022. The total protein reagent lot number was 577235, with an expiration date of november 2022. The glucose reagent lot number was 577468, with an expiration date of december 2022.